Manufacturer narrative:
When the technician investigated the lift, he found the lift was leaking an oil that was a mixture of yellow and orange in color. The technician determined the actuator restoration set needed to be replaced. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this lift. It is unknown if the facility performs preventative maintenance on their lifts. The technician replaced the actuator restoration set to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the lift was leaking oil. The lift was located in (B)(6) at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).